Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set with duo-vent spike was unable to prime with albumin. There was no patient involvement. No additional information is available.